Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the patient ring and the auxiliary nurse came over. The patient woke up by himself to go toilet and unplugged himself from the monitor. He was polypneic and distressed. The patient was seated on the toilet, sweating. The monitor indicated that patient was polypneic, tachycardic and desaturating. A nurse comes. The patient is brought back to bed, put under o2, ECG done. The doctor is called at 12h24. At 12h35 the nurse realized when trying to do blood cultures that the distal line of the cvc is opened and separated. She did a reflux but got nothing, nor air, nor blood. An echocardiogram was made but there was no presence of air. A scan was made immediately. The cvc dressing was not changed since 02 july. The dressing was clean and in place. The puncture site was visible. The reflux verification on the 3 extensions line was made on that same day and the nurse verified during her shift that the hubs were properly screwed. The line separated from the jugular line."

Manufacturer narrative:
(B)(4). The customer returned one cvc catheter for analysis. The catheter was returned with the box clamp attached to the body, a non-teleflex tubing set attached to the proximal line and a red end cap attached to the distal line. Signs of use in the form of biological material was observed. Visual analysis of the catheter body and extension lines did not reveal any tears or separation. Microscopic examination of the catheter body and extension lines revealed that the device appeared typical with normal signs of use. The extension line luer hubs did not show signs of separation. The customer reported an issue with the distal line, however, the luer hub threads were undamaged and the end cap fit securely to the hub. It is unknown what device was connected to the distal line during use. The outer diameter of the distal extension line was measured at 2.19mm which is within the specifications of 2.15mm - 2.25mm per product drawing. The outer diameter of the medial extension line was measured at 2.19mm which is within the specifications of 2.15mm - 2.25mm per product drawing. The outer diameter of the proximal extension line was measured at 2.19 mm which is within the specifications of 2.15mm - 2.25mm per product drawing. Functional testing was performed per the IFU which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A lab inventory ars was secured to each luer hub and flushed. The fit on each luer hub was secure with no anomalies. Each lumen was flushed with no leaks identified that would indicate a tear or separation. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. The test was repeated for all three lumens with no leaks detected that would indicate a tear or separation. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "air embolism can occur if air is allowed to enter a central venous access device or vein. Do not leave open needles or uncapped, unclamped catheters in central venous puncture site. Use only securely tightened luer-lock connections with any central venous access device to guard against inadvertent disconnection." The report of luer hub connection not secure cannot be confirmed through examination of the returned sample. Visual analysis of the catheter body and extension lines did not reveal any tears or separation. Microscopic examination of the catheter body and extension lines revealed that the device appeared typical with normal signs of use. The extension line luer hubs did not show signs of separation. Dimensional inspection did not reveal any discrepancies. Functional leak testing was performed per iso 10555-1 and did not reveal any leaking that would indicate a separation on the device. A device history record review was performed based on a potential lot from sales history and no relevant findings were identified. Based on the customer report and sample investigation, no problems were identified with this device. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as: "the patient ring and the auxiliary nurse came over. The patient woke up by himself to go toilet and unplugged himself from the monitor. He was polypneic and distressed. The patient was seated on the toilet, sweating. The monitor indicated that patient was polypneic, tachycardic and desaturating. A nurse comes. The patient is brought back to bed, put under o2, ECG done. The doctor is called at 12h24. At 12h35 the nurse realized when trying to do blood cultures that the distal line of the cvc is opened and separated. She did a reflux but got nothing, nor air, nor blood. An echocardiogram was made but there was no presence of air. A scan was made immediately. The cvc dressing was not changed since (B)(6). The dressing was clean and in place. The puncture site was visible. The reflux verification on the 3 extensions line was made on that same day and the nurse verified during her shift that the hubs were properly screwed. The line separated from the jugular line."